Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(6). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent caesarean section on an unknown date and suture was used. Following the procedure, the patient experienced pain and irritation in the suture area. Local redness of the seam was noted, without pus. In some places there were areas of compaction with bubbles, after opening which small granules were separated with piece of defragmented product. The remaining thread was removed from different ends of the seam. The wound was cleaned and suture was used on the skin. No additional information was provided.